Event description:
It was reported that the patient experienced an infusion set leakage at the site on (B)(6) 2025.

Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates qp-ic-2026-0020 (ic retrospective complaint review) and qp-ic-2026-0024 (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary e1: patient city: (B)(6) patient country: canada. Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 15/jun/2026 against lot number 6013189 and similar malfunction codes leakage from infusion site (cannula base part/cannula) (specific cause not identified), insertion site egress trace moisture / superficial wetness the review confirmed that lot 6014812 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 15/jun/2026 against lot number criteria equal 6013189 and similar malfunction codes leakage from infusion site (cannula base part/cannula) (specific cause not identified), insertion site egress trace moisture / superficial wetness. The number of complaints is 1. The complaint number is pr (B)(4). DHR review: the lot 6013189 was manufactured according to 4902137 version 101 and manufactured in the line m14, on 18/may/2025 with a total of (B)(4). Gluing of tubing subassembly: the lot 5c00902 was manufactured according to the work instruction (wi) version 67 and manufactured in line sc08, on 27/abr/2025, with a total of (B)(4). The welding lot 5e03371 was manufactured according to the wi version 34 and manufactured in line ls24, ls25 on 17/may/2025, with a total of (B)(4). The welding lot 5e02208 was manufactured according to the wi version 34 and manufactured in line ls07, ls06 on 12/may/2025, with a total of (B)(4). The welding lot 5e02210 was manufactured according to the wi version 34 and manufactured in line ls07, ls06 on 14/may/2025, with a total of (B)(4). The welding lot 5e02209 was manufactured according to the wi version 34 and manufactured in line ls11, on 12/may/2025, with a total of (B)(4). The connector lot 5d04883 was manufactured according to the wi version 39 and manufactured in line gluing 03, on 11/may/2025, with a total of (B)(4). The connector lot 5d04884 was manufactured according to the wi version 39 and manufactured in line gluing03, on 12/may/2025, with a total of (B)(4). The connector lot 5d04470 was manufactured according to the wi version 39 and manufactured in line gluing09, on 10/abr/2025, with a total of (B)(4). The connector lot 5d04885 was manufactured according to the wi version 39 and manufactured in line gluing03, on 13/may/2025, with a total of (B)(4). The connector lot 5d03575 was manufactured according to the wi version 39 and manufactured in line gluing03, on 07/may/2025, with a total of (B)(4). The connector lot 5e02138 was manufactured according to the wi version 39 and manufactured in line gluing03, on 14/may/2025, with a total of (B)(4). The connector lot 5e02139 was manufactured according to the wi version 39 and manufactured in line gluing03, on 15/may/2025, with a total of (B)(4). The connector lot 5e02140 was manufactured according to the wi version 39 and manufactured in line gluing03, on 16/may/2025, with a total of (B)(4). The connector lot 5e02141 was manufactured according to the wi version 39 and manufactured in line gluing03, on 16/may/2025, with a total of (B)(4). The connector lot 5e02142 was manufactured according to the wi version 39 and manufactured in line gluing 03, on 17/may/2025, with a total of (B)(4). The connector lot 5d037202 was manufactured according to the wi version 39 and manufactured in line gluing 03, on 07/may/2025, with a total of (B)(4). The overall DHR review confirms that all required process related tests were completed and met applicable requirements. No deviations were identified, and no maintenance events were recorded related to the reported issue. Conclusion: DHR review supports compliance with manufacturing and quality requirements no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification assessment based on available documentation only. Retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area (version 3): all 10 samples tested passed visual inspection. Wi guidance for functional testing for complaints area (version 2): all 10 samples tested passed functional air flow tests for the reported malfunction code, insertion site egress trace moisture / superficial wetness. All test results were within specification as documented in the attached test report, database complaint. 2072060 complaint test report. Return samples testing. Returned sample from the relevant lot were requested however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.